Event description:
Pt received halyard homepump c-series elastomeric pump model# c270020 270 ml 2 ml/hr to infuse fluorouracil over 96 hours. Pump attached (B)(6) 2021 at 1228. Clinic contacted (B)(6) 2021 1131 that pt was concerned that the pump was empty and that she noticed it empty last night. When pt arrived at clinic, rn confirmed the correct pump was dispensed and calculations were correct. No obvious leaks or defects with pump per pt. Pt experienced nausea and mouth sores from shorter than expected duration of infusion. FDA safety report ID# (B)(4).